Event description:
Related manufacturer reference number: 2017865-2022-17238. It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead and the atrial lead exhibited noise. Both the rv and the atrial lead were explanted and replaced. The patient was stable throughout.